Manufacturer narrative:
(B)(6). Chammout, g. Et al. (2016). More complications with uncemented than cemented femoral stems in total hip replacement for displaced femoral neck fractures in the elderly. Acta orthopaedica, 88 (2), 145-151. Doi 10.1080/17453674.2016.1262687. Report source, foreign - event occurred in (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 04773. 0001822565 - 2017 - 04777. 0001822565 - 2017 - 04778.

Event description:
It is reported one patient experienced deep vein thrombosis. This was noted at the 3 month follow-up after initial total hip arthroplasty. No additional information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.